Event description:
A malfunction on the pump was reported by the caller, and they noted that no notable events had occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, although the malfunction code recurred after resetting. A replacement pump was sent, and the customer was advised to use a multiple daily injection (mdi) as a backup therapy. Technical support also guided the customer on using the updated software in the replacement pump and arranged for the return of the problematic pump.